Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a permanent scs system. It was reported during the procedures the physician encountered difficulty intubating and extubating the patient. Also, the lead were difficult for the physician to implant due to scar tissue. The procedure was extended by an hour. The following day, the patient's left leg and 2 fingers on his left hand were numb. The patient consulted with his physician and states the numbness is improving.